Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic hepatectomy the jaw liner was noticed as being damaged and peeled. The customer reported that nothing fell into the patient cavity. A new dissector was installed onto the system and the procedure was successfully completed. There was no tissue damage or patient injury reported. The dissector was returned with damage to the jaw liner and pieces of the liner missing.